Manufacturer narrative:
This report is for the first of the three events. See pr-1025583 and pr-1025584 for the 2nd and 3rd events respectively. One (1) device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The sample was functionally tested, pressure tested, and primed with no issues noted. The sample primed and flowed normally. The reported condition was not verified. A batch review was conducted and there were no deviations related to this reported condition during the manufacture of this lot. Should additional found relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was small hole in the y-site of three (3) clearlink system continu-flo solution sets which resulted in a leak. The leaks were identified during patient infusion at high flow rates. It was also stated that "the membrane portion has a tendency to want to come out". There was no patient injury or medical intervention associated with this event. No additional information is available.